Manufacturer narrative:
Philips service replaced the mpdu assembly, including the pdu and mpdu control unit, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that mpdu failure caused intermittent image storage issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.